Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was 206 mg/dl around 10:30 pm. The patient bolused for the elevated reading. At 2:00 am his wife heard him having a seizure; she gave him glucose and called for paramedics. His blood glucose level was 29 mg/dl when they arrived. The patient was shivering and he became disconnected from the infusion device as it fell. The patient was unable to reconnect the infusion device. The patient went to the doctor while still disconnected to the device. The doctor managed to lower his blood glucose level to 200 mg/dl; he told the patient to eat lunch and bolus 5 units. A few hours later the patient's blood glucose was 400 mg/dl. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.